Event description:
It was reported ongoing occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. To resolve the issue, the customer changed the infusion set and cartridge and resumed insulin delivery, occlusion alarms continued and a replacement pump was sent to the customer to resolve the issue.